Manufacturer narrative:
While the failure was not replicated during in-house testing, the errors observed in the system error logs indicate a potential issue with the instrument sterile adapter (isa) and d0 rotor.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
This unit was returned for failure analysis, and the reported problem of error 32098 acc (encoder error) was confirmed in the field logs but could not be replicated during failure analysis. The unit passed all required pftp and system tests without errors. In the field logs, error 32098 was triggered along with error 23068 d0. Failure analysis identifies the isa and d0 rotor as potential root causes for the reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced pn: 380666-25 universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that the customer contacted technical support mid-procedure due to a fault on arm3. Before calling, the customer had restarted the system, but the issue persisted. The customer had also disabled arm3 prior to contacting support. The technical support engineer guided the caller through a hard power cycle on the patient cart. After this, the system powered back on normally without any errors, allowing the customer to proceed with the procedure as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the procedure was able to be completed robotically with the three arm configuration. There was a delay of less than 30 minutes. The system initially powered on without errors.